Manufacturer narrative:
Only the name and phone# of the initial reporter was provided.

Event description:
The advocate stated the customer received a blood glucose reading of 14mg/dl on the contour and the meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer returned the test strips for evaluation. New strips and meter were sent to him.